Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: (B)(6) 2022, UDI#: (B)(4). Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and consumer regarding a patient who was implanted with a neurostimulator (ins). Information was reported that the patient was not feeling stimulation on their left side. The patient was getting good coverage and pain relief on their right side. There were no known factors that may have led to this. The rep reported that there was no malfunction with the lead. Instead with the lead placement. The rep reprogrammed both leads and still only getting the right. Top middle and bottom lead. The left most lead on the image was removed and a new lead was placed even more left. The patient is now getting good bilateral coverage in pacu. The issue was resolved at the time of the report. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's lead needed to be more left. The lead appeared to be left on the image however, the patient's physiological midline was off. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.